Event description:
I had prk surgery and was not a good candidate, I have to wear two pairs of glasses now , have constant dry eye, severe pain and pressure headaches, when before I could see the computer or (B)(6) without glasses now I have to put on glasses just to see my wife's face or anything 6 feet away. (B)(6). FDA safety report ID # (B)(4).